Event description:
Opening shift staff member came in and pet/CT camera was off, she called siemens immediately to try to do several hard shut downs, but gantry still wouldn't come up. She made the lead pet tech aware after she attempted hard shut downs and supervisor aware. Service was called in and arrived around 8:30am and after attempting several shut downs deemed that the power supply was shot and we would be down all day.